Manufacturer narrative:
The device history record confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event of patient stroke is a known and anticipated complication to these types of procedures and patient condition and are listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication will be assigned to this event.

Event description:
It was reported that a patient was treated successfully by stent-assisted coil embolization of an aneurysm located on the left anterior cerebral artery with the subject stent. Approximately 2 month-post-procedure, the physician experienced a cerebral infarctus in the left anterior cerebral artery. Imaging via computerized tomography (CT) and magnetic resonance imaging (MRI) confirmed infarct. According to the physician, the adverse event of stroke was related to the subject stent and potentially to the dual anti platelet medication. The outcome was resolved without sequelae 6 days post adverse event.

Manufacturer narrative:
Subject device remains implanted.

Event description:
It was reported that a patient was treated successfully by stent-assisted coil embolization of an aneurysm located on the left anterior cerebral artery with the subject stent. Approximately 2 month-post-procedure, the physician experienced a cerebral infarctus in the left anterior cerebral artery. Imaging via computerized tomography (CT) and magnetic resonance imaging (MRI) confirmed infarct. According to the physician, the adverse event of stroke was related to the subject stent and potentially to the dual anti platelet medication. The outcome was resolved without sequelae 6 days post adverse event.